Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) during a follow-up visit, the ICD was unable to communicate with the programmer. Additionally, tones were unable to be elicited with the application of a magnet. Information also confirmed that the patient underwent bowl surgery inbetween the last follow-up and this most recent follow-up. Based on the length of time the device was implanted, the physician was also inquiring as to whether or not the ICD had reached elective replacement indicator (eri).